Event description:
It was reported the patient was unable to adjust stimulation. It was noted they saw the patient programmer ¿low battery screen¿ and they replaced the batteries. It was stated they were able to connect with their patient programmer but they were unable to make any setting changes. It was stated they were only able to navigate the top row. It was stated the issue began the day prior to report. It was noted the patient was reprogrammed two weeks prior to report and they had not tried to use the patient programmer until the day prior to report. It was stated the patient had a loss of therapeutic effect. It was noted the last couple of days prior to report the device hadn¿t worked. It was noted the patient was not ¿moving very well.¿

Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va09qwq, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a surging sensation. They had episodes of sudden change of stimulation while not actively changing anything. They didn't actually feel stimulation leaking at the implantable neurostimulator (ins) or the lead/extension site but they felt more like the therapy wasn't effective at the time. The patient would be seen by their health care professional (hcp) on (B)(6) 2014 and they would take impedances in different positions and with pressure to determine if they change at all for him. It was planned to clarify if the radio controlled gliders/drones were close to the patient at work or at a distance. They would also clarify if the change in his therapy was local to when the drones were present or if it happened during other aspects of his life. At the patient's last visit, impedances were taken at 1.5v and without abnormality noted. Additional information received reported they noticed a decrease in therapeutic effect when they were around the radio frequency drones that he would work on and when he was around a stationary b14 bomber navigation magnet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.